Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure; battery. Specific component(s) involved: external battery malfunction; external battery malfunction x10. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external battery; type: lvad.